Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information indicates that the device has been explanted and replaced. No additional adverse patient effects were reported

Manufacturer narrative:
Corrected fields: e1, e2, e3 initial reporter was changed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information indicates that the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.